Event description:
It was reported to philips that the radiation shield elbow cover had come off. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the device use and procedure details however the customer didn¿t provide the information. The philips field service engineer (fse) inspected the system onsite and confirmed that the radiation shield elbow cover had come off. Upon functional testing, the fse found that the cover of a mavig arm had come off. To resolve the issue, the fse put the cover back. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.